Manufacturer narrative:
(B)(4). Batch # r59h6t. The analysis results showed that two ecr60g cartridges reloads were received fully fired and with damage on cartridge deck. No functional test could be performed due to the condition of the reload. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please confirm that all pieces of the cartridge reload that fell into the patient were retrieved and accounted for? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during an sleeve gastrectomy procedure that the part of the reload is shaving off in to the patient during use. Unknown if the shavings retrieved from the patient. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.